Event description:
Reference number (B)(4). Event occurred in the united kingdom. It was reported that, the patient faced infusion sets cannula kinked event on (B)(6) 2025.the insertion site was in the abdomen. The event occurred within 3 or more hours after insertion. . Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.